Event description:
Nurse reports for surgeon that gas bubble did not last longer than a week allowing retina to re-detach. No info was provided about the pt or the usage of the gas.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc analysis. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for this lot number. No conclusion can be drawn.